Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that nine days post implant, the right ventricular (rv) lead was sensing the p-waves and not the r-waves. An x-ray showed that the rv lead was dislodged and pulled back into the right atrium. The lead was repositioned, but good r-wave measurements could not be obtained. Two weeks later, another x-ray was taken, and possible micro-dislodgement was suspected. The device was turned off and a lifevest was placed on the patient. The lead remains in use. No patient complications have been reported as a result of this event.